Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had problems with buttons and there was rainbow effects on the screen. Customer's blood glucose value was unknown. Customer stated that they had to hit buttons more than once for the pump to respond. Insulin pump will not be returned for analysis.